Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. A visual examination of the unit determined that the bladder ruptured in a footed position. However the cause could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
During evaluation of another device, an additional intermate device was received with a ruptured reservoir. It is unknown when and how this rupture had occurred. Patient involvement is currently unknown, however there have been no reports of patient injury nor medical intervention in association with this event. No additional information is available at this time.